Event description:
It was further reported via follow-up that when the analyzer was changed out the issue was resolved and that though there was patient involvement, there were no complications as a result of the event, the implant procedure was successfully completed.

Event description:
It was reported that while the analyzer was in use noise was seen on the atrial channel making it difficult to measure p-waves and assess capture. It was further reported that the patient cables were switched out and the noise was still present. When another programmer was used there was no longer any noise seen. The analyzer is expected to be returned for service. It was indicated that there was no patient involvement associated with this event.